Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2011 caller had initial inr = 6.x; repeat was 1.x, caller did not know exact values. On (B)(6) 2011, caller had initial inr = 6.1; repeat was 1.4. Both comparisons were done using the same finger, but new finger stick. Therapeutic range 1.7-2.5.

Manufacturer narrative:
Investigation pending.